Event description:
The patient reported the patient programmer would not communicate with neurostimulator and the patient was unable to turn off the neurostimulator. The patient also reported the programmer had not worked since the patient fell. Additional information was requested from the health care provider. Additional information was requested from the health care provider. The hcp was informed by the patient during an office visit that the patient's spouse had used a toy train transformer to override the programs of the neurostimulator. The patient was treated with pain medication and reprogramming. The hcp stated the stimulator required new batteries, but no lead change.